Manufacturer narrative:
Correction to d9(product available to stryker). The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that "resection guide sz 5 was damaged during the procedure and is unusable. A k-wire (200072) is stuck in the item, and I have returned the item to the set as is. While driving a k-wire (ref (B)(4)) through one of the oblique holes of item 33620055, the k-wire got stuck and broke. Not quite sure how it happened. We tried, but were unable to get the k-wire back out."

Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that "resection guide sz 5 was damaged during the procedure and is unusable. A k-wire (200072) is stuck in the item, and I have returned the item to the set as is. While driving a k-wire (ref 200072) through one of the oblique holes of item 33620055, the k-wire got stuck and broke. Not quite sure how it happened. We tried but were unable to get the k-wire back out."